Manufacturer narrative:
(B)(4). An investigation is currently underway; upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2009 that a customer had an issue with a hemodialysis catheter. The customer reports seeing an air leak in the extensions of the silicone catheter less than two days after it was inserted. An additional clamp was put in place on the silicone extension and a replacement catheter was inserted (B)(6) 2009. No reported ill effect to the patient.